Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graft (svg) to the right coronary artery. A 2x20 mm mini trek rx balloon dilatation catheter (bdc) was advanced without resistance toward the target lesion and a proximal shaft separation occurred. The bdc was simply withdrawn without resistance from the patient anatomy and replaced with a 2.0x30 mm mini trek to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.